Manufacturer narrative:
Initial reporter email: unknown/not provided. (B)(4). Device evaluation: the complaint lens was received inside a specimen cup at the manufacturing site. A johnson & johnson shipping guide and a shipping label were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from patient¿s left eye in secondary surgical procedure as the patient had left over astigmatism and experiencing blurry vision and halos due to astigmatism. A replacement lens of different model, zcu225, 18.5 diopter was used. There was no vitrectomy performed, no incision enlargement made and no sutures were required. There was no delay reported. It was noted that the patient is very happy. Visual acuity pre-operative on (B)(6) 2020: 20/30 uncorrected. Visual acuity post-operative on (B)(6) 2020: 20/20 uncorrected. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.